Event description:
I am having difficulty getting truthful information from philips respironics and my dme regarding my breathing machine recall. I am concerned continuing to use the machine is risking my health. It has been several years since the recall was announced.